Event description:
It was reported that the patient presented to the hospital with nausea and vomiting and had ongoing chronic nausea and vomiting with diarrhea for quite some time. The patient was afebrile, and the nausea/vomiting improved but did not resolve with antiemetics. Stool studies and cultures were both negative. The patient's diuretics were held for a few days and torsemide was resumed at 20 mg daily for two days. The patient was instructed to resume 40 mg daily if there was no significant diarrhea when he went home. The patient had chronic pain, nausea, and ongoing general discomfort. The patient was sent home on hospice care where support was withdrawn on (B)(6) 2022 and the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.